Event description:
Pt called lfs and alleged that their meter was displaying the battery symbol even after replacing the battery. The pt did not test their blood sugar for two days. Pt visited their physician for advice and the physician gave the pt urine sticks to test their blood sugar. The pt did not receive any treatment while there. The pt did not allege any harm or injury. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A new meter and testing supplies are being sent to the pt.